Event description:
It was reported that nurse had a patient on the arctic sun device. Nurse stated that they received a few low flow alerts, they tried adjusting the tubing and disconnecting and reconnecting the pads. They then turned the device off and back on and received a low reservoir alert. They tried filling the device and it started draining water back out from the fill tube. Mis confirmed with nurse pads were still connected and were not drained when device was powered off. Mis explained to nurse when they turned the device back on, the water that was still in the pads and fluid delivery line was not accounted for and so the device would give a low reservoir alert when there was enough water. If they filled the device with any water while the pads were full, the device could become overfilled. Mis instructed nurse to stop the fill reservoir, and then select empty pads and start. While emptying pads, device alarmed "empty pads not complete, a significant amount of water was still being returned from the pads at the end of the empty pads cycle." Mis informed nurse the device was possibly overfilled. Mis walked nurse through draining 500 ml from the right drain port and instructed nurse to press the release button to release the tube when draining complete. Mis had nurse to retry emptying pads and same alarm persists. Nurse attempted to drain off another 500 ml, however only 200 ml of water emptied from device. Mis instructed nurse to empty pads one more time and see if water was flowing. Nurse stated water was emptying and they looked completely empty, however alarmed empty pads not complete again. Mis walked nurse through accessing the system diagnostics, water reservoir level showed 0. Mis had nurse to disconnect the pads. Nurse attempted to fill reservoir, no water was suctioning up and they could not hear a pump running. Mis recommended nurse switch to a different device and send this to biomed. Nurse had another device. Mis informed nurse to call them if they have any other alerts or issues with therapy. Mis discussed that low flow did not mean there was not enough water flowing, rather it relates to a disruption in the flow such as an air leak or a kink in the line.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause of the reported issue is a circulation pump component failure. However, this cannot be confirmed. They tried adjusting the tubing and disconnecting and reconnecting the pads. They then turned the device off and back on and received a low reservoir alert. They tried filling the device and it started draining water back out from the fill tube. Mis confirmed with nurse pads were still connected and were not drained when device was powered off. Mis explained to nurse when they turned the device back on, the water that was still in the pads and fluid delivery line was not accounted for and so the device would give a low reservoir alert when there was enough water. If they filled the device with any water while the pads were full, the device could become overfilled. Mis instructed nurse to stop the fill reservoir, and then select empty pads and start. While emptying pads, device alarmed "empty pads not complete, a significant amount of water was still being returned from the pads at the end of the empty pads cycle." Mis informed nurse the device was possibly overfilled. Mis walked nurse through draining 500 ml from the right drain port and instructed nurse to press the release button to release the tube when draining complete. Mis had nurse to retry emptying pads and same alarm persists. Nurse attempted to drain off another 500 ml, however only 200 ml of water emptied from device. Mis instructed nurse to empty pads one more time and see if water was flowing. Nurse stated water was emptying and they looked completely empty, however alarmed empty pads not complete again. Mis walked nurse through accessing the system diagnostics, water reservoir level showed 0. Mis had nurse to disconnect the pads. Nurse failed to fill device due to another reported issue. Mis recommended nurse switch to a different device and send this to biomed. Nurse had another device. Mis informed nurse to call them if they have any other alerts or issues with therapy. Mis discussed that low flow did not mean there was not enough water flowing, rather it relates to a disruption in the flow such as an air leak or a kink in the line. All good faith attempts have been made to obtain additional information. The outcome of the repair cannot be determined at this time. In the event that information regarding the outcome of the repair and the status of the device is received, this record will be reopened to update the investigation. The device was not returned for evaluation. The DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related.. The instructions for use were found adequate and state the following: "warnings: do not use the arctic sun¿ temperature management system in the presence of flammable agents because an explosion and/or fire may result. Do not use high frequency surgical instruments or endocardial catheters while the arctic sun¿ temperature management system is in use. There is a risk of electrical shock and hazardous moving parts. There are no user serviceable parts inside. Do not remove covers. Refer servicing to qualified personnel. Power cord has a hospital grade plug. Grounding reliability can only be achieved when connected to an equivalent receptacle marked ¿hospital use¿ or ¿hospital grade.¿ when using the arctic sun¿ temperature management system, note that all other thermal conductive systems, such as water blankets, water gels, and patient coverings in use while warming, cooling, or not delivering therapy with the arctic sun¿ temperature management system may actually alter or interfere with patient temperature control. Do not place arcticgel¿ pads over transdermal medication patches as temperature can impact drug delivery rate, resulting in possible harm to the patient. The arctic sun¿ temperature management system is not intended for use in the operating room environment. Protection of mechanical equipment against the effects of the discharge of cardiac defibrillators is dependent upon the use of appropriate cables. Use of temperature cables listed in the system components section of the operator¿s manual is recommended. Portable rf communications equipment (including peripherals such as antenna cables and external antennas) should be used no closer than 30 cm (12 inches) to any part of the arctic sun¿ temperature management system, including cables specified by the manufacturer. Otherwise, degradation of the performance of this equipment could result. Cautions: this product is to be used by or under the supervision of trained, qualified medical personnel. Federal law (USA) restricts this device to sale, by or on the order of a physician. Use only sterile water. The use of other fluids will damage the arctic sun¿ temperature management system. When moving the arctic sun¿ temperature management system always use the handle to lift the controller over an obstacle to avoid over balancing. The patient¿s bed surface should be located between 30 and 60 inches (75 cm and 150 cm) above the floor to ensure proper flow and minimize risk of leaks. The clinician and/or operator is responsible to determine the appropriateness of custom parameters. When the system is powered off, all changes to parameters will revert to the default unless the new settings have been saved as new defaults in the advanced setup screen. For small patients (=30 kg) it is recommended to use the following settings: water temperature high limit =40°c (104°f); water temperature low limit =10°c (50°f); control strategy = 2. It is recommended to use the patient temperature high and patient temperature low alarm settings. Manual control is not recommended for patient temperature management. The operator is advised to use the automatic therapy modes (e.g. Control patient, cooling, rewarming) for automatic patient temperature monitoring and control. The arctic sun¿ temperature management system will monitor and control patient core temperature based on the temperature probe attached to the system. The clinician is responsible for correctly placing the temperature probe and verifying the accuracy and placement of the patient probe at the start of the procedure. Bd supplies temperature simulators (fixed value resistors) for testing, training and demonstration purposes. Never use this device, or other method, to circumvent the normal patient temperature feedback control when the system is connected to the patient. Doing so exposes the patient to the hazards associated with severe hypo- or hyperthermia. It is recommended to measure patient temperature from a second site to verify patient temperature. Bd recommends the use of a second patient temperature probe connected to arctic sun¿ temperature management system temp in 2 input as it provides continuous monitoring and safety alarm features. Alternatively, patient temperature may be verified periodically with independent instrumentation. The displayed temperature graph is for general information purposes only and is not intended to replace standard medical record documentation for use in therapy decisions. Patient temperature will not be controlled and alarms are not enabled in stop mode. Patient temperature may increase or decrease with the arctic sun¿ temperature management system in stop mode. Carefully observe the system for air leaks before and during use. If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections. If needed, replace the leaking pad. Leakage may result in lower flow rates and potentially decrease the performance of the system. The arctic sun¿ temperature management system is for use only with the arcticgel¿ pads. The arcticgel¿ pads are only for use with the arctic sun¿ temperature management system. The arcticgel¿ pads are non-sterile for single patient use. Do not reprocess or sterilize. If used in a sterile environment, pads should be placed according to the physician¿s request, either prior to the sterile preparation or sterile draping. Arcticgel¿ pads should not be placed on a sterile field. Use pads immediately after opening. Do not store pads once the kit has been opened. Do not place arcticgel¿ pads on skin that has signs of ulceration, burns, hives, or rash. While there are no known allergies to hydrogel materials, caution should be exercised with any patient who has a history of skin allergies or sensitivities. Indications for use: the arctic sun¿ temperature management system is a thermal regulating system, indicated for monitoring and controlling patient temperature in adult and pediatric patients of all ages. Specifications: environmental conditions: at operating temperatures higher than 27°c (80.6°f), the refrigeration system¿s cooling capacity and therefore its ability to cool a patient is compromised. If the control module is to be exposed to subfreezing temperatures, perform the total drain process. See section vi. Operation guide¿advanced setup¿total drain for further instructions. Disposal: upon end of life, dispose of in accordance with local weee regulations or contact your local bd supplier or distributor to arrange for disposal." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nurse had a patient on the arctic sun device. Nurse stated that they received a few low flow alerts, they tried adjusting the tubing and disconnecting and reconnecting the pads. They then turned the device off and back on and received a low reservoir alert. They tried filling the device and it started draining water back out from the fill tube. Mis confirmed with nurse pads were still connected and were not drained when device was powered off. Mis explained to nurse when they turned the device back on, the water that was still in the pads and fluid delivery line was not accounted for and so the device would give a low reservoir alert when there was enough water. If they filled the device with any water while the pads were full, the device could become overfilled. Mis instructed nurse to stop the fill reservoir, and then select empty pads and start. While emptying pads, device alarmed "empty pads not complete, a significant amount of water was still being returned from the pads at the end of the empty pads cycle." Mis informed nurse the device was possibly overfilled. Mis walked nurse through draining 500 ml from the right drain port and instructed nurse to press the release button to release the tube when draining complete. Mis had nurse to retry emptying pads and same alarm persists. Nurse attempted to drain off another 500 ml, however only 200 ml of water emptied from device. Mis instructed nurse to empty pads one more time and see if water was flowing. Nurse stated water was emptying and they looked completely empty, however alarmed empty pads not complete again. Mis walked nurse through accessing the system diagnostics, water reservoir level showed 0. Mis had nurse to disconnect the pads. Nurse attempted to fill reservoir, no water was suctioning up and they could not hear a pump running. Mis recommended nurse switch to a different device and send this to biomed. Nurse had another device. Mis informed nurse to call them if they have any other alerts or issues with therapy. Mis discussed that low flow did not mean there was not enough water flowing, rather it relates to a disruption in the flow such as an air leak or a kink in the line.